Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had low blood glucose(bg) levels in the morning due to walking her dog. Customer stated that since bg levels were low they did not deliver a bolus for their lunch and bg levels became elevated. Customer declined any further troubleshooting and declined to provide any further information on the reported issue.